Event description:
Procedure type: hernia. According to the reporter: a piece of the trocar's inner seal traveled down the cannula. The seal got stuck in the cannula and the doctor continued the procedure using the same device without the inner seal. There was no report of pieces falling into the cavity or impacting the pt. The operating time was extended for about 5 minutes. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 05/06/2008.